Event description:
Autotransfusion unit collected peri-operative and post-operative blood recovery. When this shed blood was transfused via the argyle aquaseal autotransfusion system, air was in the system. Blood was transfused under pressure by means of a pressure cuff. Pt died from cardiac arrest 6/11/1998. Approximately 30-40 cc's of air aspirated from heart during "code."